Manufacturer narrative:
(B)(4). Batch # r5am1c. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned unfired with 10 double driver and 1 single driver missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the cartridge pan at the proximal end part of the cartridge had been bent when the surgeon tried to load the cartridge into the jaw. And the cartridge could not be loaded into the jaw. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.